Manufacturer narrative:
The device is expected to be returned but has not yet been received for analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The olympus representative reported on behalf of the customer that during the ureteroscopy, the micron tfl single use fiber was being used with the soltive premium superpulsed laser system and caught on fire causing a one-hour procedural delay with extension of anesthesia while another laser was obtained. The condition of the patient was not impacted by the failure and the procedure was completed with another laser. No medical intervention was required as a result of the issue. Related patient identifiers: (B)(6) - soltive premium superpulsed laser system (sn: (B)(6)), (B)(6) (this medwatch) - 200 micron tfl single use fiber (sn: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the console and fiber catching fire during a ureteroscopy procedure could not be determined. The event can be prevented by following the instructions for use which state: "do not deliver the treatment beam without checking the integrity of the aiming beam, in the event that the optical fiber is damaged. Accidental laser exposure or fires may occur if a damaged fiber is used during a procedure." Olympus will continue to monitor field performance for this device.